Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, multiple episodes of post-paced t-wave oversensing were noted on the device. Technical support was contacted, and provided programming recommendations. The patient was stable with no consequences.